Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities and the header was firmly attached. The longevity calculation for this device passed or was not applicable. Therefore, no problem was detected. Furthermore, infection and hematoma was not confirmed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this pacemaker had an infection. Additional information received indicates that the patient presented to the facility with pocket hematoma and polymicrobial bacteremia. This device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker had an infection. Additional information received indicates that the patient presented to the facility with pocket hematoma and polymicrobial bacteremia. This device was surgically explanted. No additional adverse patient effects were reported.